Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The eccentric and de novo target lesion was located in the non-calcified and "too" tortuous abdominal artery. A non-bsc stent was initially advanced to the target lesion but the physician felt resistance and noticed the stent's shaft was broken. A 24x4.00 omega bare metal stent was then selected and advanced;however, the physician felt resistance. The physician delivered the device to the ascending aorta and noticed that the stent's shaft was broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega sds with a shelf box. The batch number on the returned packaging matched the reported batch number and the batch number on the device. There was blood in the wire lumen. The balloon was tightly folded. The stent was secure on the balloon in between the markerbands. The hypotube was fractured 37 cm from the hub. The fracture faces were oval shaped, as if kinked prior to separation. There were multiple kinks. Inspection of the remainder of the device and stent presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).